Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2012 at 23:38:46. During night drain cycle six, the patient's ultrafiltration reading was 1953ml, indicating the home patient (hp) drained 1578ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, tidal total uf removal set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A labeling review was performed; the labeling reviewed was found to be sufficient. Should additional relevant information become available, a supplemental report will be submitted.